Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing of myopotential/movement/fast friction over sense nodes. Technical services was consulted and provided troubleshooting recommendations. X-ray imaging was also obtained and sent over for technical services review. A technical services consultant noted that although there is a slight shift of the lead tip towards a pectoral muscle, which may or may not have been the case at implant, there are no remarkable/visible signs of electrode damage that would indicate an integrity issue. It was also noted additional testing of noise management could be done in clinic. Several weeks later, the patient underwent a revision procedure, and this s-ICD system was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Product return is expected. Of note, the system explant related to this issue was already reported in report number 2124215-2023-29898 submitted on 06/11/2023. However, there was an error in the serial number involved. This report correctly reflects the explant date of this system.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due to oversensing of myopotential/movement/fast friction over sense nodes. Technical services was consulted and provided troubleshooting recommendations. X-ray imaging was also obtained and sent over for technical services review. A technical services consultant noted that although there is a slight shift of the lead tip towards a pectoral muscle, which may or may not have been the case at implant, there are no remarkable/visible signs of electrode damage that would indicate an integrity issue. It was also noted additional testing of noise management could be done in clinic. Several weeks later, the patient underwent a revision procedure, and this s-ICD system was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported. Of note, the system explant related to this issue was already reported in report number 2124215-2023-29898 submitted on 06/11/2023. However, there was an error in the serial number involved. This report correctly reflects the explant date of this system. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.